Manufacturer narrative:
The complaint has been reopened and reviewed according to FDA form 483 inspectional observation ems #2, eobs2 from the FDA inspection conducted between (B)(6) to (B)(6) 2022 at the ems and bonaduz sites. A detailed investigation was performed by an expert from the technical service: since the complaint in question was submitted to hamilton medical ag more than 3 years ago, no attempts will be performed to obtain additional information. No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event. The allegation in this complaint was confirmed to be a complaint. With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event while the ventilator was in service maintenance. The root cause was determined to be too long a response time of the mixer valves. Due to poor lubricating properties of the type of grease, improvements with an alternative lubricant were implemented, see ecom- 2076). In consequence (correction) to resolve the problem at site the mixer valves with part number 394017 have been replaced by the new generation of mixer valves with part number msp394089. There was no patient or user harm reported.

Event description:
Impossible to reach 60 l/min of rate flow in hi flow o2 mode, despite inspiratory servo valve ok in service mode.